Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that her insulin pump has physical damage and that the display was blank. The customer's blood glucose was unknown. It was reported that there was a red light that was flashing, the pump was beeping and that there looks as if there¿s something on the screen but the screen was blank. It was reported that they were wearing the pump when it started to alarm. It was mentioned that they had high blood glucose and treated with a manual injection. During blank display troubleshooting, it was reported that they believe the cause of the blank display was because there was a crack in the pump near the battery compartment and she had been near water. The insulin pump will not be returning for analysis.